Event description:
The patient had a subfascial pump placed four years before the event. Patient was admitted to the hospital because the pump couldn't be interrogated. Two different programmers were used; the batteries on the programmers were changed without being able to obtained telemetry. The healthcare professional attempted to locate the pump using fluoroscopy. The patient was asymptomatic and no signs of withdrawal were noted; she was placed on oral baclofen as a preventive measure. A CT scan revealed the pump had migrated to the peritoneal cavity. With the assistance of a surgeon, the pump was removed, the abdominal wall was repair and a new pump was place. The catheter was patent was kept. The manufacturer representative was able to interrogate the pump once it was removed. The intrathecal baclofen was restarted. The patient remained in the hospital at the time of this report.

Manufacturer narrative:
The pump was returned for analysis. Result were not available at the time of this report.